Manufacturer narrative:
(B)(4). The device was disposed of by the account and will not be returned for evaluation. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
The clips were applied during a cholecystectomy procedure. Five days later, a biliary peritonitis was repeated following a clip migration with reopened cystic stump. Revision surgery was performed, cleaning and a different clip was applied. The surgery time was extended and the tissue was damaged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation involving a device subject to patient event reports captured under the following files: (B)(4). The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. This incident was characterized by a biliary peritonitis that was repeated following a clip migration with reopened cystic stump. Revision surgery, cleaning and a clip was applied. The reported condition was confirmed; however, the root cause for the reported condition could not be reliably determined as the device was not received for investigation and sufficient evidence was not provided to determine a potential root cause for this issue. No product enhancements or process improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.